Event description:
Discordant, falsely low sodium (na) results were obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s). The patient was sent to the emergency room (ER) based on the discordant result. A new sample was obtained from the patient in ER and was tested on an unknown instrument, resulting as expected. The original sample was repeated on the same instrument, resulting higher than the initial result and similar to the result obtained from the new sample. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer ran quality controls before the initial and repeat sample runs, which were acceptable. The customer is satisfied and no further action is required. The cause of the discordant sodium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required